Event description:
It is reported that a customer has physical damage on the battery compartment in their insulin pump. The patient's blood glucose level was at 59 mg/dl. The customer does not know how the physical damage occurred. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.